Event description:
Reportable based on the product analysis completed on (B)(4) 2015. It was reported the shaft kinked. The 90% stenosed target lesion was located in the severely tortuous, severely calcified distal right coronary artery (rca). The physician attempted to deliver a guidezilla extension catheter over a non bsc guidewire, through a mach 1 guidecatheter to the proximal of lesion, but the shaft kinked due to tortuosity of the vessel and calcification. The device was removed from the patient and the procedure was completed with a non bsc device. No patient complications were reported and the patient status is good. However, the returned product analysis revealed that the shaft broke. It was further reported the guidezilla extension catheter broke after it was removed from the patient.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by manufacturer: a visual examination identified kinks in the shaft of the device 21.5cm and 34cm from the strain relief. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Microscopic examination revealed that the ptfe was pulled out of the collar and was attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).